Event description:
It was reported that the wake button on the pump was sticking and not working at times, requiring multiple presses in order to turn the pump screen on or deliver a quick bolus. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.